Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. Failure analysis investigation did not confirm the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. Further evaluation found the medium-large clip applier instrument had one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Although the tips were bent, the instrument still passed the clip test. In addition, an excessive amount of dried residue was observed around the clamping pulley cable grooves. .

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the medium-large clip applier instrument would not close the clip to latch shut while applying a clip. The clip fell right off of the vessel. The second clip applier instrument was used and worked well. Then when this instrument was used again, the same thing happened with the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received user facility report 5201770000-2024-8022 and obtained the following information: when surgeon went to apply a clip with the clip applier instrument, it would not close it to latch shut. The clip fell right off of the vessel. The second clip applier instrument was used and worked well. Then when this instrument was used again the same thing happened with the clip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was confirmed to be 23-jan-2024. The reported issue occurred during a left transabdominal adrenalectomy. When the surgeon attempted to place the clip onto the medium-large clip applier instrument, the clip fell off. This happened multiple times while another clip applier instrument was working fine. The procedure was completed with a backup instrument of the same kind. There was no patient injury. There were no fragments fell into the patient. There was no procedure delay.